Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. In 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted for female sterilization. The patient had a medical history of vomiting, nausea and vomiting in 2014, hysterectomy and vomiting (had phenergan at home; not helpful no recurrent vomiting episode associated symptoms: vomiting: light green) in 2013, uterine ablation and hysteroscopy in 2011 and menorrhagia, colitis, bone operation, knee operation, tonsillectomy, psoriasis, major depression, pelvic infection and diarrhea. Previously administered products included: lexapro and buspar. On (B)(6) 2011, the patient had essure inserted. An unknown time later she experienced abdominal pain (seriousness criterion intervention required). The patient was treated with zofran [ondansetron hydrochloride], ativan (lorazepam), levaquin (levofloxacin) and flagyl [metronidazole benzoate] as well as surgery (essure removal). Essure was removed. At the time of the report, the outcome of the event was unknown. The reporter considered abdominal pain to be related to essure administration. The reporter commented: the introducer for the essure was then placed through the operative scope, and the essure catheter was placed up to the tube and into the tube to the black knob area. Once we saw the gold band in place) we did back to a hard stop, which expanded and detached the micro insert. We did this first on the right side and then on the left. We got approximately 3 coils for each tube. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 26-aug-2021: medical record received. Reporter added. Event medical device removal replaced with abdominal pain. Medical history added. Treatment products added. Rcc added. Product start date updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. In 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.